Event description:
It was reported that the pump battery was depleting quickly and the battery gauge was fluctuating. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to resolve the issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed and battery not holding charge issues could not be verified; however, a usb pin(s) damaged issue was identified.